Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely failure of the image sensor unit, a problem with the board inside the video connector, or a problem with the system caused the phenomena to occur. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use. ¦precautions: caution. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 "inspection of the endoscopic system". ¦inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images except bf-mp290f are normal. 5.1 "troubleshooting". If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair.¿ also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The unit was not displaying an image and instead had an e315 error code present. The unit was also found leaking due to perforation. There were several other forms of wear and tear noted throughout the device. Those include but are not limited to material deformation and material elongation. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis lucera elite bronchovideoscope was leaking and not displaying an image during reprocessing. There was no patient involvement during this event.